Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ threaded lock cannula was found with an "uneven" length when failing to drip after being connected to the infusion tube. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the length of the cannulas are uneven. Hcp found that when connecting to the infusion tube and the infusion didn't drip."

Event description:
It was reported that the bd¿ threaded lock cannula was found with an "uneven" length when failing to drip after being connected to the infusion tube. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the length of the cannulas are uneven. Hcp found that when connecting to the infusion tube and the infusion didn't drip."

Manufacturer narrative:
H.6 investigation summary: one sample received for investigation, in addition, 3 photos were received from the customer: photo 1: side image, photo 2: inside image showing short length, photo 3: molding number. A short pin was observed in the retuned unit and customer photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.this condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for that lot were performed per established quality controls and passed (as evident from the DHR review), therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Retain samples for this lot were no longer available but retain samples from the lot molded in (B)(6) 2020 were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. A pm (preventative maintenance) is required after running 21 days. Each production run is about 7 days. With infrequent runs, 2 years had elapsed since the last pm when this run was executed. Probable cause is that the amount of time between pms allowed build-up in the cooling channel of the core pin thereby reducing the cooling in the core pin. The defect of molding defective was confirmed. A corrective action will be performed, pm cycle on this mold has been changed to 7 days. This will ensure it has a pm performed before it is placed in storage complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.